Manufacturer narrative:
As reported, the remnants of the bioscrew will not be returned for evaluation as they were discarded after the revision surgery. Without the device, an evaluation could not be performed and the root cause of alleged post-operative complications could not be determined. This lot #bbf20307 was manufactured on 25-nov-2008. A review of the device complaint history showed there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of device complaint history showed other than this alleged incident, there have been no other similar reports received. (B)(4). Based on all available information, this reported incident appears to be isolated. To date, there have been no patient long term adverse effects resulting from this type of incident or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The bioscrew is used to provide interference fixation in anterior and posterior cruciate ligament reconstruction using bone-tendon-bone grafts and for femoral and/or tibial fixation in anterior cruciate ligament reconstruction using a soft tissue graft. Implantation of the interference screw is accomplished through arthroscopy or arthrotomy. To reduce the risk of injury to the patient, the instruction for use (IFU) provides the following contraindications, warnings and precautions: contraindications: - any known allergy or reaction to plastic material. - insufficient quality or quantity of bone for attachment. - blood supply limitations and/or previous infections which may tend to retard healing. - conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Warnings and precautions: - any decision to remove the device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. - detailed instructions on the use and limitations of the device must be given to the patient.

Event description:
On 21-jun-2017 conmed corporation received an email notification from a male patient, who reported that on (B)(6) 2017, a revision surgery was performed to remove parts of a bioscrew, which allegedly did not degrade, as well as to remove the remnants of the screw from the acl graft drill hole 8 years after the original surgery. The patient also reported that the initial anterior cruciate ligament (acl) reconstruction using hamstring autograft procedure was performed on (B)(6) 2009 by another surgeon with no issues reported. According to the patient, the revision operation was necessary because the fragments of the screw was causing alignment and movement issue in his knee as well as a cyst which had formed directly adjacent to the screw area due to inflammation caused by the fragments. Additional information received from the current surgeon via a letter dated 22-jun-2017 indicated that there were remnants of the screw present in small chunks of approximately 3 mm in size. The surgeon also noted there was no evidence of infection present clinically. Removal of the remnants was carried out and completed as planned. Arthroscopy procedure was performed and confirmed satisfactory fixation of the residual acl graft. The procedure was otherwise completed with no issues reported.